Event description:
It was reported that a patient had an anaphylactic reaction after undergoing a repeat cystoscopy procedure with a scope that had been disinfected in disopa solution. After the procedure the patient experienced body wide itching, wheals , ill feeling and lightheadness.